Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) presented with no telemetry. Two different prpgramers and different wands were tried. There were no tones with magnet application, and no electrogram pacing was seen. The patient denied MRI exposure.